Event description:
It was reported that there was atrial and ventricular lead noise that was causing inappropriate auto mode switch (ams) and high ventricular rate (hvr) episodes. The patient was not dependent and not symptomatic. The noise was intermittent. The atrial lead noise was reproducible by pressing the patient's hand together. The noise was too large to make sensitivity changes and switching to unipolar did not resolve the issue. The patient will continue to be monitored.